Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported the turbine pressure transducer failed calibration testing and determined the most likely cause of the reported event is the main printed circuit board assembly. The fsr replaced the main printed circuit board assembly and the issue was resolved. The fsr performed the user verification tests and the operational verification procedure according to service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported there is no patient involvement associated with the event.